Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: other- fever of unknown etiology - blood cultures negative before antibiotic administration. Blood cultures were drawn at 14.40 and 15.00 on (B)(6) 2017. Vancomycin was initially administered at 15.00 on (B)(6) 2017.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(6): the nexsite device was successfully placed on (B)(6) 2017. At the one month review, it was noted that the patient experienced a suspected catheter infection on (B)(6) 2017. Symptoms included fever and chills; however cental bloods were negative. The patient was hospitalised for the event and vancomycin and gentamcin were given to treat the suspected infection. No action was taken with the study device. The event had resolved on (B)(6) 2017.